Event description:
It was reported that during dialysis catheter placement during insertion, the tunneler component allegedly broke inside catheter and was removed. It was further reported that another catheter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged damaged/defective tunneler as no objective evidence has been provided to confirm any alleged deficiency with the tunneler. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include excessive forces, assembly technique, and tool damage; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate additional MFR narrative: PMA/510k.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during dialysis catheter placement during insertion, the tunneler component allegedly broke inside catheter and was removed. It was further reported that another catheter was used to complete the procedure. There was no reported patient injury.